Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when customer removed the pump from case the cartridge fell. Customer's blood glucose level was 151 mg/dl. Customer was able to reinsert cartridge and successfully resume insulin delivery.